Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no. 50665770-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("severe chronic pain in the back"), arthralgia ("severe chronic pain in the hips"), headache ("severe chronic pain in the head"), disturbance in attention ("concentration problems"), menstruation irregular ("change in their menstruation cycle / abnormally large amount of blood loss"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of blood loss"), fatigue ("extreme and chronic fatigue") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with removal of essure. Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, disturbance in attention, menstruation irregular, heavy menstrual bleeding, hormone level abnormal, fatigue and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstruation irregular to be related to essure. The reporter commented: the symptoms decreased when the essure was removed and all of the complaints disappeared. This lot number 50665770 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen, pain') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 50665770-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), back pain ("severe chronic pain in the back"), hypersensitivity ("allergic reactions"), menstruation irregular ("change in their menstruation cycle / abnormally large amount of blood loss"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of blood loss"), headache ("severe chronic pain in the head"), fatigue ("extreme and chronic fatigue"), alopecia ("hair loss"), arthralgia ("severe chronic pain in the hips"), tooth disorder ("dental problems"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mental disorder ("psychological problems") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with removal of essure. Essure was removed. At the time of the report, the abdominal pain, device dislocation, dyspareunia, back pain, hypersensitivity, menstruation irregular, heavy menstrual bleeding, headache, fatigue, alopecia, arthralgia, tooth disorder, hormone level abnormal, amnesia, disturbance in attention, mental disorder and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, mental disorder and tooth disorder to be related to essure. The reporter commented: the symptoms decreased when the essure was removed and all of the complaints disappeared. This lot number 50665770 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer: events were added: migration of essure, psychological problems, brain fog, hair loss, dental problems, dyspareunia. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen, pain') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 50665770-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), back pain ("severe chronic pain in the back"), hypersensitivity ("allergic reactions"), menstruation irregular ("change in their menstruation cycle / abnormally large amount of blood loss"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of blood loss"), headache ("severe chronic pain in the head"), fatigue ("extreme and chronic fatigue"), alopecia ("hair loss"), arthralgia ("severe chronic pain in the hips"), tooth disorder ("dental problems"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mental disorder ("psychological problems") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain, device dislocation, dyspareunia, back pain, hypersensitivity, menstruation irregular, heavy menstrual bleeding, headache, fatigue, alopecia, arthralgia, tooth disorder, hormone level abnormal, amnesia, disturbance in attention, mental disorder and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, mental disorder and tooth disorder to be related to essure. The reporter commented: the symptoms decreased when the essure was removed and all of the complaints disappeared. This lot number 50665770 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-feb-2022: quality-safety evaluation of ptc we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no: 50665770-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("severe chronic pain in the back"), arthralgia ("severe chronic pain in the hips"), headache ("severe chronic pain in the head"), disturbance in attention ("concentration problems"), menstruation irregular ("change in their menstruation cycle / abnormally large amount of blood loss"), heavy menstrual bleeding ("change in their menstruation cycle / abnormally large amount of blood loss"), fatigue ("extreme and chronic fatigue") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with removal of essure. Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, disturbance in attention, menstruation irregular, heavy menstrual bleeding, hormone level abnormal, fatigue and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstruation irregular to be related to essure. The reporter commented: the symptoms decreased when the essure was removed and all of the complaints disappeared. This lot number: 50665770 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: the follow information were updated primary report, patient information, medical device removal was updated to chronic abdominal pain, memory loss, chronic back pain, pain in hip, headache, concentration impairment, menstruation irregular, bleeding menstrual heavy, hormonal imbalance, allergic reactions, chronic fatigue we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure (batch no. 50665770 - invalid) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. This lot number 50665770 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. On 12-may-2021: event medical device removal added. Essure start date updated. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.